Event description:
It was reported that balloon rupture occurred. The 95% instent restenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx40mmx80cm (4f) sterling balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 6 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling catheter with a boston scientific pcb catheter. There was no damage noted to the pcb catheter. Analysis of the sterling catheter revealed the following: there was blood in the wire lumen. Magnified inspection revealed a pinhole in the balloon wall aligned with the proximal edge of the distal markerband. Microscopic examination revealed no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% instent restenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx40mmx80cm (4f) sterling balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 6 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).